Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 323 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was advised that no delivery may have been caused by bent cannula. Customer declined further troubleshooting. Customer did not have a back plan and decided to go to the hospital for treatment. Customer requested for emergency supplies to be sent. Customer was advised to call back in order to process delivery of smaller insulin pump.